Manufacturer narrative:
Per the IFU, "possible adverse effects" include:bending, fracture, loosening or migration of implant. Pain, discomfort, or abnormal sensations due to presence of the implant.

Event description:
It was reported that patient reported pain six months after a procedure implanting screws at l5-s1. Post-op check indicated there were three broken screws. Screws were removed.patient outcome: no adverse effect reported as a resuls of this event.